Event description:
After a gastrectomy in the post-operative period, it was found that a fistula existed during a gastroscopy. The surgeon noticed that the staples were wrinkled. This fistula was closed.